Event description:
It was reported that the patient passed away due to sudep. Programming history was attempted to be reviewed, however none was available. Device history records were reviewed for the devices, and there were no unresolved nonconformities seen. No additional, relevant information has been received to date.

Event description:
It was reported that the patient had passed away due to sudep and died in their sleep. The patient also had tuberous sclerosis. They were receiving vns therapy prior to their death. The patient had a history of nocturnal seizures. The patient was taking multiple aeds as well. No additional or relevant information has been received to date.